Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:12:44. During night drain cycle six, the patient's ultrafiltration reading was 1316ml, indicating the home patient (hp) drained 1091ml more than their maximum programmed fill volume of 1500ml. No additional information is available.